Event description:
It was reported that a patient underwent an obturator sling procedure approximately three months ago. Upon waking from the procedure, the patient experienced pain in her medial and lateral left thigh. When the patient was examined for point tenderness in the vagina, it did elicit some pain both in the vagina and thigh. Since the procedure, the patient has experienced persistent pain. The patient has required narcotic analgesics.

Manufacturer narrative:
(B)(4). Post operative lower extremity pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.